Event description:
It was reported by an MRI technician that the patient's vns generator had previously been disabled due to the vns "making their condition worse." The patient's "condition" was most likely referring to their epilepsy and seizures. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.